Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and applied grease to the safety disk then noted that testing passed. At a later date, the pneumatic module test failed again the fse found that the membrane diff pressure was out of factory specifications. The fse applied dow high vacuum grease but the issue persisted. The fse suspected that the new safety disk is having an issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the customer's weekly testing, the cardiosave intra- aortic balloon pump (iabp) failed the pneumatic module leak test. There was no patient involved and no adverse event was reported.